Event description:
The customer reported to baxter (B)(4) of a 2.5l triple phase bag in which the triple chamber bag activated in the box. It is not specified when the event occurred. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.